Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation procedure with mentor smooth round moderate profile 300cc saline breast prostheses developed capsular contracture (baker grade unknown) in her left breast. Patient visited a doctor because of pain and loss of volume in her breast. It was observed that she had bilateral breast prosthesis deflation. As a result, the patient underwent bilateral explantation on an unknown date. This medwatch report is for the right breast prosthesis.